Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's wife was contacted to discuss customer's passing. Customer passed away on (B)(6) 2014. His blood glucose was unknown when he passed. Customer was at work when he felt his insulin pump was not working correctly. His blood glucose was elevated. Customer's death was due to heart failure caused by ketoacidosis. Customer was wearing the device when he passed away. The device is being returned for analysis. Nothing further reported.